Event description:
Additional information received indicated that the cause of the event was patient's dissatisfaction with coverage. There were no abnormal impedance measurements. The lead and implantable neurostimulator (ins) were explanted and patient outcome was noted as no injury. It was also stated that reprogramming was never helpful.

Event description:
It was reported that the patient was never able to get stimulation in her target area, her feet and legs. The device was reprogrammed three or four times without success. The lead was revised to move it lower. The device was reprogrammed again, following revision, but it was 'too high.' The device was explanted six weeks prior to the date of the report. Further information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 37092, lot# 240620003, implanted: 2010 (B)(6), product type accessory. (B)(4).